Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no irrigation with the irrigation/aspiration handpiece. Additional information has been requested.

Manufacturer narrative:
System: the system was examined and the reported event was replicated. The company representative found dried balanced salt solution (bss) on the valve pinchers and fluidics module faceplate. The pinchers were cleaned, which resolved the aspiration/irrigation issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the dried bss on the fluidics module. However, how or when the bss was introduced into the system cannot be determined conclusively. Consumable no I/a handpiece (unspecified product) was returned for evaluation for no irrigation while irrigating and aspirating handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected and functionally tested during the manufacturing process. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).